Event description:
It was reported that out of range (>3000ohms) pacing impedance was noted from a competitor's right ventricular (rv) lead and this device. Boston scientific technical services were contacted and recommended performing in-clinic isometrics to exclude lead impairment. It was also hypothesized the out of range impedance could be due to a connection issue between this device and the rv lead. Additional information has been requested regarding the event resolution, but not yet received. At this time, the system remains implanted and in service. The patient was stable with no adverse consequences.